Event description:
Customer reported, that the olympic vac-pac (a surgical positioning device) softened, while being used on a pt during surgery. The device's plug was in place at the time that it suddenly softened (several hours into the surgery). Pt fell from operating table and was kept overnight in ICU for evaluation. Pt sustained some bruising but no other apparent injury.

Manufacturer narrative:
Evaluation summary: the vac-pac was returned to olympic medical for investigation. A visual evaluation determined that the skin of the vac-pac had been compromised by a sharp object (consitent with a towel clip). Note that the vac-pac instruction manual includes the following cautions under "general use": this product is for use as a positioning aid only; do not use as an immobilizer or restraint. Avoid puncturing the vac-pac with towel clips or other sharp instruments.